Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported being unable to operate the ilet touchscreen, preventing insulin delivery and leading to blood glucose of 401 mg/dl. No hospitalization or medical intervention occurred. A replacement ilet was shipped overnight. No long-term health effects were reported.